Event description:
Device malfunction: failure to insert - clip applier, bent - exchange sheath splitter. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after inserting the exchange sheath into the vessel, the clip applier could not be attached to the exchange sheath hub. The exchange sheath splitter appeared bent. The entire starclose se system was removed. A second starclose se system was used to achieve hemostasis. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
(B) (4). The device was rec'd. Investigation is not complete.